Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. Based on the clinical information, the root cause of the access site bleeding issue was most likely patient condition related since bleeding was reported from multiple site and calcified vessels was reported, based on provided clinical details.

Event description:
The user facility reported a 64-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the patient was implanted with the impella 5.5 and after closing the cutdown pocket impella measured slightly deep and was retracted to show inlet 4.98 cm below atrioventricular (av) on transesophageal echocardiography (tee). Additionally, the patient had access site bleeding that lead to multiple blood products being given to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿